Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. According to the patient, on (B)(6) 2025, the patient experienced an allergic skin reaction. The patient developed redness, itching, inflammation, a rash, pimples, and bumps extending beyond the patch perimeter and she had hives all over her body. The patient treated with over-the-counter oral allergy medications (allegra, claritin, and zyrtec), along with topical benadryl spray. Multiple attempts to contact the reporter were made; however, no photo or other details were obtained. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.